Event description:
Rv lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. The medial fragment (approximately 21 cm length) was not returned. The insulation was, apart from the present cut, free of breaches. The analysis showed stretched shock coils, which most likely resulted from the extraction procedure due to tensile stress. Further analysis of the returned fragments did not show deviations that might have led to the reported fracture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.